Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that the catheter tip separated during a PICC line placement procedure while advancing the catheter into the patient's tortuous right subclavian vein. The catheter tip was successfully retrieved by the physician with a snare device via the patient's right femoral vein.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database was performed and no related complaints for this lot number were found. The device history record was reviewed and no exception documents were found.